Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was still able to be powered on and off by pressing the on/off button. The device's lid switch, designator sw5, was determined to cause the reported issue. Stryker archived the returned device. The customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device failed to power on when the lid was open. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.